Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) up and down buttons dome switch. No unlocked j2/lcd keypad connector noted. Unit had cracked keypad overlay, dog chew mark around the pump. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's keypad was damaged and punctured. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.